Manufacturer narrative:
Investigation of issue already completed resulting in a negligible incidence rate. Manufacturing process improvement already implemented to prevent recurrence.

Event description:
Reported incident of sole separating from boot. No report of injury involved with incident.